Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event.

Event description:
Pre-opperative diagnosis: atlantoaxial subluxation procedure: atlantoaxial subluxation / "mager" it was reported that the drill bit broke during surgery. The product came in contact with patient. No fragments of the instrument remained in patient. No complications to patient were reported as a result of this event.

Manufacturer narrative:
Product analysis:visual and optical examination confirmed cannulated drill is fractured at the intersection between the drill tip and the driving shaft. The rapid cross sectional area reduction of this transition creates a potential stress concentration under bending loads or lateral impact, such during off-axis instrument usage. Optical and microscopic examination of the fracture surface identified a quasi-brittle fracture with river lines which appear to flow toward the center of the part, with apparent shear lip at ID of the shaft. The tip was not returned. Conclusion: direction of fracture propagation and internal shear lip suggest bend stress overload.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: submitted image appears to display broken drill bit at the base of the weld joint. If information is provided in the future, a supplemental report will be issued.